Event description:
The customer reported that the mp5 monitor did not alarm a red vital alarm and a pt died.

Manufacturer narrative:
(B)(4): the customer reported that the mp5 monitor did not alarm a red vital alarm and a pt died. It remains unknown which parameter was measured. ECG or spo2 or both. According to info the nurses stated that the monitor showed an ECG and spo2 value although the pt expired. This complaint was deemed reportable due to pt's death and due to the fact the monitor did not alarm a red vital alarm. Add'l investigation will be done to attempt to determine if there was an actual health risk. Philips is investigating this issue and a final report will be submitted once the investigation is completed.